Manufacturer narrative:
The manufacturer had previously reported that a flow sensor assembly and system board were replaced to address a ventilator inoperative condition. This was not correct. The device's machine flow sensor and system board were replaced to address the test failure.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's flow sensor assembly and system board were replaced to address the issue.